Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred during the load process. Customer's blood glucose level was above 600 mg/dl. Customer delivered a manual injection to address blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.